Event description:
Imp ref #(B)(4).

Manufacturer narrative:
Add'l MFR narrative: the bicart product involved in this incident was discarded and not available for investigation and the clinic have not specified the lot number for the used bicart product.